Manufacturer narrative:
Additional information b5. Medtronic received additional information that the tip was removed through a cut down technique by the vascular surgeon due to the lodged tip. There was no vascular access which resulted in a cut down. The patient was brought in for vascular surgery, not for the lodged tip of the cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a eopa 3d arterial cannula, it was reported that a cannula tip was found in the femoral artery. It appears to be an eopa 3d tip but not certain. The nurse who reported the issue said the patient¿s previous surgery was in 2021 and suspects the cannula tip head came loose during that surgery. See attached photo. Use of device was unspecified. There was no adverse patient effect associated with this event.